Manufacturer narrative:
Submit date: 10/11/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the plunger tip was sticking to the bottom of the syringe, making it difficult to move and to pull the plunger up in the syringe. There was no patient involvement.

Manufacturer narrative:
An investigation of the reported condition was performed. The manufacturing site received six unpackaged samples for this customer complaint report. A visual inspection to the quality inspection standard was conducted and no issues were identified. The reported condition was not confirmed. The received product(s) or supporting materials does meet specifications. The device history record (DHR) was reviewed. Without a known lot number, the DHR cannot be reviewed. Possible causes of tight plunger action could include uneven silicone on the rubber tip or the barrel, plugged/occluded cannula, insulin crystallization, or improper technique. Exercising the plunger in the barrels prior to use will redistribute the silicone and make the plunger action easier. The lab performed plunger activation force testing. The measured breakaway force and pull force for the samples were acceptable in accordance with iso 7886-1:1993(e). The result was as following: breakaway force was 0.77 lbf. , iso acceptable criteria are < 2.248 lbf, pull force was 0.68 lbf. , iso acceptable criteria are < 1.124 lbf. Syringe sample product was found to be compliant with all manufacturing and quality regulations and requirements. At this time there has been no trend in the reported condition. A corrective and preventive action (CAPA) will not be initiated at this time. If information is provided in the future, a supplemental report will be issued.